Event description:
This seat cane which is 5 years old has been in the home care store and broke during a demonstration. Staff is unsure if customer was unfolding it or sitting on it when seat bracket broke. There was no injury and no personal details of the customer were taken. Age and weights are only estimates of average users who have may have tried the unit while it was on the floor.